Event description:
It was reported that the patient¿s pump was removed due to an infection. A new pump was later implanted. The cause of the event, troubleshooting/diagnostics, drug information, and final patient outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).